Event description:
On (B)(4) 2013 product analysis was completed on the handheld and flashcard. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
On (B)(6) 2013 it was reported that the physician's handheld would not turn on despite being charged. It was reported to have started on (B)(6) 2013. It was stated that the hhd would show an orange light when plugged in. The light was not known to change to green and multiple hard resets did not have the device turn on. The handheld and flashcard were returned to the manufacturer on (B)(6) 2013 for product analysis. Product analysis is still underway and has not yet been completed.